Event description:
The pump was being used on a cardiac surgical patient during the patient's operation. The anesthesiology department stated the pump "locked up and audibly alarmed". No failure code was displayed and the pump would not turn off. The anesthesiology group reported the tubing was removed and the infusion was started on another device. Channel c was the only channel in use at the time of the incident. The hospital representative stated that there was no report of patient injury. Although attempts were made by baxter quality management to obtain additional information from the reporting facility, details were not available regarding patient demographics, status, medical intervention, set up of the device, or medication involved.